Manufacturer narrative:
Explant date was unintendedly excluded in the initial report. This report contains missing data.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-03022.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-03022.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-03022.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain located in their foot due to gout, post a trial implant procedure. Reportedly, the patient pulled their leads out. In turn, the patient visited the emergency room.